Manufacturer narrative:
Tandem¿s t:slim x2 user guide describes how to remove air from the cartridge using the syringe. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 480 mg/dl to 520 mg/dl. Reportedly, the customer completed a full supply change and stated that the bg level would not lower after the customer delivered a bolus via the pump. During troubleshooting with tandem's technical support, the customer initially reported that there were no issues with the tubing or cartridge and the customer confirmed seeing insulin drops coming from the tubing. The customer then attempted to bolus (while disconnected from the site) and stated that no drops of insulin were seen coming out of the tubing. Reportedly, the customer saw an air gap in the tubing. The customer was not aware to remove air from the cartridge during the load process. The customer primed the tubing and reported seeing drops of insulin coming out of the tubing. The customer successfully changed the supplies and the customer confirmed seeing drops of insulin coming out of the tubing as expected.